Event description:
It was reported that, during a rotator cuff repair on a patient with a large full thickness tear, a healicoil sa pk 5.5mm w/3 ub-bl cbbl lt was de-threaded upon implantation. The standard implantation procedure was followed, 3.8 awl punched in up to the laser line. Then inserted the anchor into the pilot hole, upon twisting the anchor in, the anchor itself started to de-thread. All threads that came off the anchor were retrieved using a grasper and/or shaver to get remnants. The insertion site was cleared of all debris prior to insertion. The procedure was resumed, after a 5-10 minute delay, using an equivalent s+n back-up in the originally drilled bone hole. Patient is recovering well, normal expected postoperative recovery and the surgeon was ultimately satisfied with the surgical outcome. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).